Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that patient has been working with ultrasonic machines (ultrasonic welding machine for making surgical masks) since june. For the last moth they have been experiencing electric shocks from the ins, with the machine stopping at times. Patient wanted to know recommendations/precautions to take when having a 3058.

Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.